Event description:
End user reports "he is alleging the product is defected - end tip of catheter often is adhered to the plastic end of the packaging and it will be stick even before and often even after water sachet is burst. He said this defect has caused him pain, burning, light bleeding and multiple utis when he has gone to use these defected catheters over the last 1.5 yrs. Consumer states he has used this catheter for the past 1.5 years and the ones that do not have this defect are the "finest catheters" and work well. He said however he has had ongoing issues, with 2 different suppliers, that multiple mus of hm12c will stick to packaging when prepared as he is describing. He said the end of the catheter comes adhered to the plastic even before water sachet is burst and often times it won't release from the packaging and it sometimes will after the sterile water packet is burst. When he goes to remove the catheter it will bend and he has to yank it out. Sometimes it is sticking so hard paper tears with it. He thinks this residue that is causing it to stick has caused him multiple utis. Last uti was 2 weeks ago, he states the primary cause is the catheters that are defected. He said he makes sure to prevent uti as much as possible by washing his hands, uses the no touch sleeve, keeps catheter sterile prior to urethral entry. He cleanses penis meatus as well prior to insertion. He said he had to go to md for urine testing and it was positive for uti and he needed an antibiotic course. He is also on keflex 250mg daily, an antibiotic for prophylaxis daily. His typical uti symptoms are cloudy urine, pain. He said other times this catheter with the defect cause him burning with cathing as it can feel like it is "cutting him" when he passes catheter in entire length of urethra and resulting varying pain due to residue left behind from defect. He said sometimes he will see blood as well that is only enough to slightly tinge his urine light pink. It goes away quickly when this occurs without intervention. He said he is sure this catheter defect is causing all of those symptoms because when he uses the catheters that are not affected, which he said are few in a box, it can vary, he has none of these symptoms stating they work just fine. He caths 3 x a day due to bladder dysfunction as well as he has kidney disease stage 3. He expressed deep frustration that this has been ongoing stating this has caused him "lots of problems and stress." End user was advised not to use the ones he can see are sticking. This emdr covers the unknown lot number and quantity of catheters associated with the uti.

Manufacturer narrative:
Common device name: catheter, straight. Procode: ezd. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).